Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a defective s5 erc tubing clamp / 620mm. There was no report of patient injury.

Manufacturer narrative:
H.10: the claimed clamp was requested back to the manufacturer site for investigation. Investigation results confirmed the reported issue. The complete motor and the clamp shaft were replaced. The clamp was then tested without detecting further deviations. The root cause of the reported malfunction is related to the above mentioned defective parts.

Event description:
See initial report.